Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. (B)(4) evaluated the device and observed that the device would not rotate. The reported condition was confirmed. The assignable root cause was determined to be due to worn gears or bearing failure from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during sterile processing, the compact speed reducer device was not working properly and had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device would not rotate. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.